Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the detached channel port rubber cover could not be determined, however, the issue was likely the result of component failure due to stress, handling and or external factors. Additionally, a definitive root cause of the of the foreign material on the objective lens could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of a cloudy image in the lower left. This does not indicate an MDR reportable event, however, reportable failures were found during testing at the service center. During inspection of the device, a detached channel port rubber cover was found, likely due to stress. Additionally, foreign material on the objective lens, likely due to insufficient device cleaning/reprocessing. There was no patient involvement, and no harm was reported as a result of the event.